Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow-up. Non-sustained rv oversensing episodes were observed. Oversensing of myopotentials was noticed with coughing. Programming changes were made and resolved the oversensing.